Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Updated clinical narrative: (with aei). The patient¿s left lower extremity ischemia was subsequently addressed with restoration of perfusion via antegrade flow from the right groin to the left lower extremity, consistent with a surgical intervention, and the patient outcome has been updated accordingly. Following intervention, limb perfusion was restored. The previously reported left groin access-site hematoma remained stable throughout the intensive care unit course, with no expansion or change in size. No blood products were administered, and management was limited to holding heparin per hospital protocol, not due to any device-related concerns. No additional interventions were required for the hematoma. Previous clinical narrative: an impella cp was inserted via the left femoral artery in a 62-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock, with the pre-support clinical condition classified as society for cardiovascular angiography and interventions (scai) stage e. Following transfer to the intensive care unit, the left lower extremity was initially noted to be warm with palpable pulses. Later that night, the bedside nurse reported that the left lower extremity had become colder and dusky in appearance. On assessment, distal pulses were not detectable via doppler. The cardiology team was notified, and a stat arterial doppler study was ordered to evaluate left lower extremity circulation. At the time of assessment, the patient was intubated and sedated. A small hematoma was noted at the left groin access site per nursing report. No additional diagnostic results or interventions were provided. The impella cp purge solution consisted of dextrose 5 percent in water with 25 milliequivalents of sodium bicarbonate. No further details regarding ischemia or related interventions were available at the time of reporting. The patient remained on impella cp support and, after three days of support, was successfully weaned and the device was explanted.

Manufacturer narrative:
Added b.5. Event description. Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional information received indicating that; 1. Heart team put antegrade flow from right groin to perfume left lower extremity. 2. Hematoma did not expand or change from cath lab to ICU and stay the same throughout ICU stay, no blood product was given but heparin was held per hospital protocol and not because of the pump. 3. Impella not available to return, patient was transferred to (B)(6) medical center and was explanted (B)(6) 2026.

Manufacturer narrative:
This follow up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer. As no device is available, device evaluation could not be performed. No additional information impacting the previously reported device return status is available at this time.